Event description:
The consumer reported that they had a power on reset while charging and therapy had stopped due to the power on reset. The patient stated that it had half a charge and then died. The recharger went blank but was at 75% full and the implant was 50% full. The patient had poor coupling and saw a poor coupling screen. The antenna locate feature resulted in zero boxes. The recharger had been blank and beeping and troubleshooting involved resetting the recharger and it was functioning as it should again. It was verified that the power on reset had been cleared as well. The antenna was damaged and a replacement was sent. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.